Event description:
It was reported while using bd vacutainer® serum blood collection tubes cap will not tightly secure after re-capping. The following information was provided by the intial reporter: customer reports a recurrent issue were "the cap will not tightly secure after re-capping".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes cap will not tightly secure after re-capping. The following information was provided by the "initial" reporter: customer reports a recurrent issue were "the cap will not tightly secure after re-capping".

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-08-24. H.6. Investigation summary: bd received two customer photos and 800 customer samples were received for review and analysis. After review and analysis of the customer photos, there was no conclusive evidence of the customers reported defect of stopper creepout (decapping). Therefore, 29 retention samples from bd inventory were evaluated by functional testing and upon completion, the indicated failure mode for stopper creepout (decapping) was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper creepout (decapping). Bd has initiated further root cause investigation relating to the issue of stopper creepout (decapping) through corrective and preventive actions. CAPA# 3741863.